Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/26/2025, it was reported that the user's ilet was unresponsive, preventing meal announcements and reliable wake-up. The user had to allow the ilet to time out before waking again and attempts to restart via the settings menu failed due to an unresponsive screen. A replacement device was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.